Manufacturer narrative:
The reported event was confirmed. The device suffered a por due to battery depletion from a high number of hv charge - initiations in a short time.

Event description:
It was reported that the device had gone into backup vvi mode. The patient reported having x-rays done recently but no MRI. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.